Event description:
It was reported that a physician trained in the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second and third proglide device were used with the same results. Hemostasis was achieved using a fourth proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.devices #1 and #2 - proglide (part #12673-03; lot #930396h), are being filed under separate medwatch MFR numbers.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the values from the monitor were inaccurate. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, anterior needle, anterior cuff, and link were not returned. Without the return of these components, the scope of this investigation was limited. Inspection revealed that the posterior cuff successfully captured the needle during plunger deployment, but the link break occurred at the posterior cuff when the needle plunger was retracted. The link break directly resulted in a failure to retrieve the suture when retracting the needle plunger and could appear very similar to a cuff miss. During testing, a proxy plunger was inserted and retracted successfully without any resistance that could contribute to a link break at the posterior cuff. The whole suture could be pulled out from the device without any observable resistance. Based on the investigation findings, the root cause for the link break at the posterior cuff could not be determined. Heavily calcified arteries could deflect the needles during deployment. The instructions for use (IFU), under special patient populations section, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.